Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient fell out of a chair and has experienced increased pain on the right side of their back and leg since then. It was also reported that the patient experienced stimulation in the wrong location. The patient's status was considered fair. Additional information has been requested from the hcp, but was not available as of the date of this report.